Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: surgeon was implanting a plate and cortex screws. During insertion of a screw the screw head broke off. Surgeon was removing the shaft of the screw and a piece of the pt's bone broke off. Surgeon used bone graft to complete the surgery. No additional info available.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device was used for treatment. The returned device was damaged and flattened. The lot number was not provided and could not be identified; measurements could not be performed. A microscopic view of the broken surface was homogeneous and did not show any anomalies which indicates material conformity. Due to the fragility of the device delicate handling is required during use. The cause of the breakage could not be identified.